Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's father consulted with a physician regarding the detached sensor wire and stated that the physical could not provide medical advice. Further contact was made with the patient's mother on (B)(6) 2018 and she stated that the patient preferred to attempt sensor insertions as quickly as possible and after inserting the sensor, the needle remained exposed. The patient did not report pain or discomfort upon sensor insertion. The patient's mother indicated that the patient and his father visited their primary doctor for a follow-up appointment and had an x-ray image taken. The results of the x-ray image did not show that the sensor wire was retained in the patient's body. At the time of contact, the patient was doing good. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.